Manufacturer narrative:
See MFR 3012307300-2017-02135

Event description:
It was reported that a patient experienced a cleo® 90 infusion set accidentally coming off due to the adhesive not sticking properly. Blood glucose reading at the time of the event was 500 mg/dl at the highest with a trace of ketones. The patient changed out the infusion set and resumed insulin therapy successfuly. The patient did not experience any other adverse health outcomes.